Event description:
It was reported that the patient presented to a new clinic for routine follow-up. An attempt to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer was unsuccessful. It was noted that the patient lost their remote home monitoring equipment, and has not had a device check for approximately one year. The patient left the clinic before any troubleshooting could be performed. Technical services (ts) recommended placing a magnet over the device to confirm function, and attempting an interrogation with another programmer. A health care professional (hcp) reported that the patient is not concerned about the function of the device, and does not wish to undergo a replacement procedure. Additional information was received that the patient has been scheduled for an in-clinic follow up on a future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to a new clinic for routine follow-up. An attempt to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer was unsuccessful. It was noted that the patient lost their remote home monitoring equipment, and has not had a device check for approximately one year. The patient left the clinic before any troubleshooting could be performed. Technical services (ts) recommended placing a magnet over the device to confirm function, and attempting an interrogation with another programmer. A health care professional (hcp) reported that the patient is not concerned about the function of the device, and does not wish to undergo a replacement procedure. Additional information was received that the patient has been scheduled for an in-clinic follow up on a future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that clarification was received by the field representative that the previous interrogation of this s-ICD with a programmer was successful, and a message was observed on the programmer that a software update was being installed on the s-ICD. The software update began, however, was unsuccessful at completing the installation after a couple attempts. The patient then left the clinic before troubleshooting could be performed. Subsequently, the patient was later seen in-clinic for follow-up. A different programmer model was used to interrogate the device, and the software update was successfully completed. Interrogation of the device post software update, noted that the battery of this s-ICD went from 50 percent remaining one year ago, to 16 percent remaining. The battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient presented to a new clinic for routine follow-up. An attempt to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer was unsuccessful. It was noted that the patient lost their remote home monitoring equipment, and has not had a device check for approximately one year. The patient left the clinic before any troubleshooting could be performed. Technical services (ts) recommended placing a magnet over the device to confirm function, and attempting an interrogation with another programmer. A health care professional (hcp) reported that the patient is not concerned about the function of the device, and does not wish to undergo a replacement procedure. Additional information was received that the patient has been scheduled for an in-clinic follow up on a future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.it was reported that clarification was received by the field representative that the previous interrogation of this s-ICD with a programmer was successful, and a message was observed on the programmer that a software update was being installed on the s-ICD. The software update began, however, was unsuccessful at completing the installation after a couple attempts. The patient then left the clinic before troubleshooting could be performed. Subsequently, the patient was later seen in-clinic for follow-up. A different programmer model was used to interrogate the device, and the software update was successfully completed. Interrogation of the device post software update, noted that the battery of this s-ICD went from 50 percent remaining one year ago, to 16 percent remaining. The battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service.it was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient presented to a new clinic for routine follow-up. An attempt to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer was unsuccessful. It was noted that the patient lost their remote home monitoring equipment, and has not had a device check for approximately one year. The patient left the clinic before any troubleshooting could be performed. Technical services (ts) recommended placing a magnet over the device to confirm function, and attempting an interrogation with another programmer. A health care professional (hcp) reported that the patient is not concerned about the function of the device, and does not wish to undergo a replacement procedure. Additional information was received that the patient has been scheduled for an in-clinic follow up on a future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that clarification was received by the field representative that the previous interrogation of this s-ICD with a programmer was successful, and a message was observed on the programmer that a software update was being installed on the s-ICD. The software update began, however, was unsuccessful at completing the installation after a couple attempts. The patient then left the clinic before troubleshooting could be performed. Subsequently, the patient was later seen in-clinic for follow-up. A different programmer model was used to interrogate the device, and the software update was successfully completed. Interrogation of the device post software update, noted that the battery of this s-ICD went from 50 percent remaining one year ago, to 16 percent remaining. The battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service.